Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred. Foreign material in a package of a component used external to the patient: this does not pose an incremental risk of harm to the patient.

Event description:
It was reported by customer that human hair inside probe cover package while preparing for use during a sterile procedure. No other information provided, at this time.

Event description:
It was reported by customer that human hair inside probe cover package while preparing for use during a sterile procedure. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.